Event description:
During routine trach change, obturator of trach could not be removed from trach itself. After successful trach change it was noted that the trach that was attempted to be used had a bent obturator. Bivonoa 5.0 trach had been used 3 times prior and cleaned per manufacturers instructions. Client did move homes and this trach was taken out of a moving box and put away. Moving box held other medical supplies that have no damage. Trach was discarded and will not be used in rotation again. New trach placed. No medical testing necessary.